Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually examined, and leak tested. No anomalies were found with the pump. Visual test of the cylinders revealed that there was a leak in one cylinder due to sharp instrument that is consistent with explant damage; the other cylinder had a wear at the fold but with no leaks. Based on the information available and analysis results, the most probable cause for the reported clinical observation of fluid leak was not established. B5: describe event or problem has been updated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak in the device. The device was removed and replaced with a new one. There were no patient complications reported.

Event description:
It was reported that patient underwent an inflatable penile prothesis (ipp) revision surgery due to empty system. There were no patient complications.